Event description:
The user facility reported via medwatch report mw5150190 that during a patient procedure user facility personnel had to utilize three advance: capsule endoscope delivery devices to deploy the pill camera. Following the third deployment the patient procedure was completed successfully. A procedure delay was reported. No report of injury.

Manufacturer narrative:
The device history records (DHR) for the subject lot was reviewed, and no abnormalities were noted. A complaint review was conducted and confirmed this to be an isolated event. Steris has made multiple attempts to contact the user facility to obtain additional event information however, the user facility has not responded. Steris offered in-service training on the proper use and operation of the advance - capsule endoscope delivery device. The instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Hold the finger ring handle in a closed position. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Manufacturer narrative:
User facility personnel stated that the first and second advance - capsule endoscope delivery device utilized did not deploy the capsule. A third advance - capsule endoscope delivery device was utilized, and the capsule successfully deployed. The advance - capsule endoscope delivery device subject of the reported event was not returned for evaluation. Without the return of the device, a root cause cannot be determined. The advance - capsule endoscope delivery instructions for use states, "deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris offered in-service training on the proper use and operation of the advance - capsule endoscope delivery device however, the user facility declined. A complaint review confirms the event to be isolated for the subject lot. No additional issues have been reported.